Event description:
The customer reported to beckman coulter (bec) that the coulter lh 500 hematology analyzer was leaking reagent on the right side of the blood sampling valve (bsv). The volume of the leak was less than 20 ml and was not contained within the instrument. It is unknown if the instrument generated any error messages or flags in connection with this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. No death or injury is associated with this incident and there were no changes to any patient treatment.

Manufacturer narrative:
The customer indicated that the leak was coming from either pinch valve (pv14) or (pv15), and beckman coulter service was scheduled to evaluate the event. The customer called back on the same day to cancel the service visit because they were able to remediate the leak themselves. The customer found a hole in the tubing at pv14 and successfully replaced the tubing. The pv14 is the aspiration path from the blood sampling valve (bsv) to primary mode aspiration pump. Customer has not reported a recurrence of the event. The cause of the leak was a hole in the tubing at pinch valve (pv14). Beckman coulter internal identification number for this report is (B)(4).